Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately rebooted power. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4). Review of the clinical files did show evidence of the reported problem. However could not be duplicated. The device was put through extensive testing without duplicating the malfunction. The multi-function cable was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.